Manufacturer narrative:
The lead under complaint, as well as data was returned for an analysis. The available iegms showed artifacts on the farfield channel as well as on the right ventricular channel leading to oversensing as reported in the complaint description. Furthermore the pacing impedance trend curve showed stable values around 450 ohms between march 2018 and october 2018 with subsequent intermittent decreases to less than 200 ohms until january 2019. During the inspection of the lead approximately 26 cm distal to the df4 connector pin the lead body was found squeezed and the insulation was damaged which can be considered the root cause of the oversensing and decreased pacing impedance. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 109 months after the lead implantation, oversensing with inappropriate shocks occurred. The lead was capped and replaced.